Event description:
Information was received from a patient regarding an external device. It was reported that the patient's wireless recharger was unresponsive and the battery lights were scrolling continuously. The following troubleshooting steps were performed: reset the charger. The issue was not resolved through troubleshooting. The patient noted that they did not keep the recharger on the dock between uses; they only charged as needed. The patient was advised to keep the recharger on the dock and connected to power in the future to prevent this issue from reoccurring. A replacement wireless recharger was requested to be sent out.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.